Event description:
Sales rep. Reported that during the ankle arthroscopy the blade began shedding in the joint. Doctor tried to remove all the debris with suction, however, not all the pieces were removed.

Manufacturer narrative:
The defective blade was not returned for evaluation; however, 10 sterile blades were received from lot 50684139. A review of the device history records were performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. The investigation is ongoing at this time. (B)(4).